Event description:
It was reported the customer was hospitalized for high blood glucose. Troubleshooting was performed. The customer stated that when she pulled out the infusion set, the cannula was bent, but the insulin pump did not alarm no delivery. Checked settings, basal rates, time, and daily totals were correct. The high-pressure test was not performed at the time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.